Event description:
Additional information received from the healthcare provider (hcp) reported that the battery was replaced. The battery was non-functional due to very low voltage. The cause of the depletion and not lasting as long as expected was not addressed by the hcp.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurostimulator (ins) battery was dead for the past month. They were told the ins battery had about 1.5 years left and it just died suddenly. It was indicated that patient was seen in (B)(6) 2016 and (B)(6) 2016 and the battery level was good. The patient was going into the office on day of this call to have area around ins looked at, so that they can schedule replacement surgery. Patient was currently in rehab facility for another week, so reporter was hopping that they can get ins replace soon. The patient had sudden returned of symptoms due to dead battery and patient was at greater fall risk without battery. It was also reported that the patient fell two weeks ago and had small cut or abrasion above the suture line of the ins. Patient had urinary tract infections (uti ) that caused him to be delusional and he fell around that time. Patient was treating with antibiotic and salve before planning for replacement surgery.

Event description:
Additional information received from the consumer reiterated that their battery only lasted 1 year and 11 months, with the ins used at high settings. The patient also had a bad fall in 2016 and went to the ER/hospital for 8 weeks, which was then stated to be 4 weeks where they discovered they had a uti not related to the device or therapy. The patient had their ins replaced in (B)(6) 2016 but were not getting better and kept falling and falling/not walking right. They went through therapy, exercise, and occupational but were not getting anywhere with no improvement. The ins was also checked in the beginning of (B)(6) 2016 and determined that the ins was off for an unknown reason, and inquired if going through airport security could have turned it off. The caller believes the ins was never turned on because they didn't have any symptom improvement after the ins was replaced, and after they turned the ins back on it was working great with the related symptoms resolved. The patient has advanced parkinson's disease and some dementia and the deep brain stimulation helps them a lot. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.